Event description:
Female resident has a co unit in her bed to signal unassisted transfers (she has unsteady gait). Upon climbing out of bed, the unit failed to alarm. A fall resulted. Pt had broken nose, chipped tooth, abrasions, and bruises.